Manufacturer narrative:
Insulin pump received prime alarm due to a protruded/loose drive support disk.a cracked display window, cracked reservoir tube lip and a scratched display window was also ntoed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 100mg/dl. The customer stated that when he discovered it then he played around while connected. The customer's blood glucose dropped to 40mg/dl, but he treated with a regular coke. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.